Event description:
The pump was returned for svc where a failure code 812:02 was found in the event history. Although attempts were made by baxter tech support to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.